Event description:
It was reported that this inflatable penile prosthesis was not operating as intended. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was visually and microscopically inspected and passed inspection. The pump passed leak testing. The pump was functionally tested and did not pass the deflation test. The cylinders were visually and microscopically inspected. Both had wear at a fold in the proximal end of the cylinder. Both cylinders passed leak testing. The pump issue confirmed via analysis could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis was not operating as intended. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was visually and microscopically inspected and passed inspection. The pump passed leak testing. The pump was functionally tested and did not pass the deflation test. The cylinders were visually and microscopically inspected. Both had wear at a fold in the proximal end of the cylinder. Both cylinders passed leak testing. The pump issue confirmed via analysis could have caused or contributed to the reported clinical observations.